Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of the cassette during fill 1 of 8 of their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was the patient line became undone. The fluid leak did not come in contact with the cycler. The patient was advised to reset up their treatment with new supplies. Upon follow up, the pdrn stated the patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient stated that a fluid leak did not occur. The pdrn stated that the patient¿s vital signs and blood work did not suggest a fluid leak had occurred. However, the pdrn stated that the patient has short term memory and is being referred to a neurologist for evaluation. The pdrn stated that they assume that if a fluid leak did occur by the patient line becoming undone, the patient did not tie the tubes properly. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.